Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction and thrombosis/thrombus are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported myocardial infarction and thrombosis/thrombus, and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article titled: "ultra-low thickness bio-degradable polymer vs durable polymer everolimus eluting stents ¿ a 24 month clinical follow-up study." The patient death reported in the article is captured under separate medwatch report. B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided. D6a: estimated date.

Event description:
The article compared the ultrathin-strut bdp-ees (eternia) with the dp-ees (xience) over 24 months. Adverse events associated with the xience stents include cardiovascular death, myocardial infarction, target lesion revascularization, and stent thrombosis. The article concluded the ultrathin-strut bdp-ees (eternia) showed safety and efficacy comparable to the dp-ees (xience), despite use in older patients with more chronic total occlusions. Both stent platforms appear effective, though longer follow-up is needed to confirm the potential benefits of bdp-ees. Details are listed in the attached article, titled " late thrombosis of first-generation bioresorbable scaffold site treated with novel resorbable magnesium scaffold.¿ no additional information was provided.